Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer's blood glucose (bg) level was over 600 mg/dl and was corrected with an injection of insulin. The customer changed the infusion set and resumed insulin delivery.